Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/01/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6485 synergy pump experienced an issue with its pressure. This occurred during a case where the patient's shoulder began to swell a lot. They kept alternating the pump pressure between 30 and 40. There was no additional information provided, and additional information has been requested. Additional information was provided on 11/07/2023 where the arthrex subsidiary employee stated this event occurred during a shoulder arthroscopy cuff injury where the pump was used to complete the procedure. At the end of arthroscopies, it is routine for the surgeon to aspirate the excess intra-articular serum by connecting the aspiration hose to the optician's shirt, and this was done. They don't have any information on how long the patient was hospitalized. Additional information was provided on 04/26/2023, where the arthrex subsidiary employee stated that they don't have information about the patient's hospitalization, even though it happened.

Manufacturer narrative:
Additional information: d9, g3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause of this failure is attributed to user error connecting the ar-6410 with the pump which might have caused the pressure sensor to malfunction or/and a mechanical issue that could have caused it to generate more pressure than intended.